Manufacturer narrative:
Product evaluation: the product was not returned. Four photos of the eye were provided, at varying degrees of magnification. A small whitish reflection can be seen in the upper portion of the pupil. Due to the nature of the photos, it cannot be determined if the reflection is caused by a natural reflection from the external light source reflected in the eye, a foreign material, or other surface anomaly. Nothing can be observed in the fourth photo, as the image is too dark. Product history records were reviewed and the documentation indicated the product met release criteria. Based on our observation of the attached photos, the determination of the light source cannot be determined. It is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following a cataract extraction with intraocular lens (iol) implant procedure a foreign material like a metal piece was found on the iol surface when examining a patient under a slit lamp. It appeared to reflect (radially halo) when exposed to light. Visual acuity was good and there was no inflammation and no complaint from the patient. Additional information was requested.